Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823842) was implanted via s-p shunt 7 years ago with unknown setting. On an unknown date, the patient became unwell and an imaging study was performed. Arachnoid cyst enlargement was observed, and obstruction of the ventricular catheter was also observed; therefore, the valve was removed on (B)(6) 2022.

Manufacturer narrative:
The hakim valve (ID 823842) was returned for evaluation. Device history record (DHR) - the product code 82-3842 with lot cthcd6, conformed to the specifications when released to stock. Failure analysis - he position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected, no defect was noted. The valve was hydrated. The valve was program tested: failed, the cam mechanism wriggled. The valve was leak tested and no leaks noted. The valve passed the test for occlusion, reflux, siphon guard and pressure. The siphon guard was removed. The valve was program retested and failed. The pressure test cannot be performed because the valve does not program. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. The visual control magnetizing engines failed. The catheters were visually inspected and irrigated, no occlusion noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no occlusion issues were noted. The possible root cause for the programming issue noted during the investigation, is due to biological debris and protein build up interfering with the valve. The possible root cause for the abnormal polarization, could be due to improper use of "MRI", as noted in the "IFU": any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in an MRI procedure. However, magnetic fields should not be placed at the valve due to the possibility of an unintentional setting change.